Manufacturer narrative:
The field service engineer (fse) went onsite and was able to confirm that the monitor is working without issue. The fse also determined that a user had disable the device from sounding an asystole alarm. The complaint was escalated for technical investigation and the audit log was reviewed, with the following finding: at 14:18, user requested actions to turn the alarms off for spo2, nbp, and ECG were done at the pic ix. This was followed by the monitor turning off the alarms for spo2, nbp, and ECG. At 14:27, the monitor was put in standby. At 14:47, the monitor was taken out of standby. At 14:48, the resp alarms were turned off at the monitor. The alarms remained off during the duration of the time requested for the audit log review. When the alarms are off, the monitor will not alarm for patient alarms and no alarm messages are displayed on the monitor or at the pic ix. Patient alarms are red and yellow alarms such as **hr high, ***asystole, **spo2 high, **nbp high, ** resp low, ***apnea. A complete list of patient alarms are listed in the instruction for use. When an individual measurement alarm is switched off, the alarms off symbol is shown beside the measurement numeric at the bedside and at the pic ix. Inops are technical alarms indicating the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitor and alarm detection, the monitor places a question mark in place of the measurement numeric and an audible indicator tone will sound. However, when individual measurements alarms are off, inop messages are displayed but no inop tones are sounded. For this case, from 14:18, on (B)(6) 2024, no patient or inop alarms would have sounded for the patient for the ECG, nbp, and spo2 measurements because the alarms were turned off. The inop messages would be displayed at the monitor and pic ix, and are logged in the audit log. From 14:27 on (B)(6) 2024, no patient or inop alarms would have sounded for the resp measurement because the alarms were turned off. The inop message would be display at the monitor and pic ix and are logged in the audit log. The clinical audit log data shows the ECG, spo2, nbp, and resp measurement alarms were individually switched off. The device performed as specified per the clinical settings that were selected by the users during this time frame. The ability to turn alarms on or off is always available during monitoring for spo2, nbp, and resp. There is a configuration setting that will prevent the turning off alarms for the ECG measurement. Based on the information available and the testing conducted, the cause of the reported problem was that the user had turned off the alarms. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The fse reconfigured the device to prevent disabling the ECG alarm, to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint about the intellivue mx450 patient monitor, indicating that the monitor did not sound due to an arrhythmia. The device was in use on a patient at time of event, there was no adverse event reported.